Manufacturer narrative:
Eval summary: the pump was evaluated by a baxter service technician. The reported condition was confirmed. The door assemblies were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issues. This issue is being investigated under CAPA.

Event description:
The device was returned for service. During service by baxter, broken door assemblies on channels 1 and 2 were found. According to the hospital representative, no pt injury or medical intervention had been reported related to the device. No additional information is available.